Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported by the ventricular assist device (vad) coordinator that the patient expired. It was reported the device operated as intended and there was no report of device issues or malfunctions that may have contributed to the patient's cause of death.

Manufacturer narrative:
Sections d4, h4: additional information. Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the patient¿s expiration cannot be conclusively determined through this investigation. The heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing this event.